Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination was performed on the catheter and a break in the shaft was found at 5 cm from the hub. The braid was exposed from 5 cm from the hub up to 13 cm from the hub. A coating confirmation test was carried out to check the presence and integrity of the coating. The test revealed that the presence of coating and coating damage was evident along the coated length. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter fracture occurred. A 135/10 renegade hi-flo kit was selected for use. During unpacking, outside the patient, it was noted that the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter fracture occurred. A 135/10 renegade&#10248;I-flo&#10251;it was selected for use. During unpacking, outside the patient, it was noted that the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.